Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The shock impedance measurements have ranged from 90 ohms to greater than 125 ohms. The health care professional (hcp) has been monitoring since. Technical services (ts) provided troubleshooting options. Additional information was received that this ICD was explanted after being implanted for ten years. This ICD was returned and will be analyzed. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 125 ohms. The shock impedance measurements have ranged from 90 ohms to greater than 125 ohms. The health care professional (hcp) has been monitoring since. Technical services (ts) provided troubleshooting options. Additional information was received that this ICD was explanted after being implanted for ten years. This ICD was returned and will be analyzed. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance first went out of range more than three years ago. The health care professional (hcp) has been monitoring since, and the shock impedance has ranged from 90 ohms to greater than 125 ohms. There are no delivered shocks in the device history and the lead is a single coil lead which tend to have higher shock impedance measurements. Boston scientific technical services (ts) provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.